Manufacturer narrative:
One cautery forceps was returned, decontaminated and investigated. A visual inspection found a distal tear located on the toothed side of the boot. This boot was split, not "melted" and no material was missing. A closer inspection of the boot tear revealed that the thickness of the tip boot appeared thin. If the device is activated w/o tissue being present with the jaws, the tip boot wall is pre-stressed by over stretching, causing the boot to split. The combination of the thinner boot and an over stressed boot may have helped develop the boot split when the device was activated. A review of the same possible boot configuration found that this is an isolated incident. The returned device was electrically inspected and meets standards. A review of the device history record found no issues. Complaints of the devices built with the same boot lot number were reviewed for any similar instances to determine the frequency of the issue. This situation will be monitored.

Event description:
This was originally reported as the ends melted. During the investigation it was determined that the boot was split. No pt info was provided.